Event description:
Customer reportedly received results of 270 mg/dl and 97 mg/dl within 10 minutes on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.